Event description:
Rptr indicated a vns pt is to have surgery for lead revision. Pt experienced painful stimulation in the chest, muscle twitching in the chest, and left arm pain. Normal mode diagnostic test performed before surgery was within normal conditions. No sys diagnostic test was performed since pt has not been set to the conditions necessary for the test. X-rays reviewed by the MFR did not identify any anomalies. During revision surgery, normal mode diagnostic test resulted again with normal parameters and lead pin were visualized to be fully inserted. Fluid was seen in the inner tubing of the lead and no cuts or breakages were noticed. A total revision was performed. All adverse events disappeared after new implants. Good faith attempts are being conducted for prod return.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: device malfunction is suspected but did not cause or contribute to a death.